Event description:
During a transaortic tavr procedure, the 26mm sapien valve landed in a too ventricular (30:70 aortic/ventricular), resulting in central and paravalvular leak. While a second valve was being delivered, the nose cone of the 2nd delivery system came in contact with the 1st valve and the valve embolized into the ventricle. Per report, the 26mm sapien valve was deployed in a 50:50 position; however, pacing capture was lost at the end of the balloon inflation resulting in valve movement. The valve appeared stable but the aortic waveform was quite ventricular and tee demonstrated severe aortic insufficiency. The patient's systolic pressure remained about 50mmhg. A second ascendra iii delivery system and 26mm sapien valve were prepped. As the delivery system was crossing the annulus the nose cone came in contact with the first deployed sapien valve and the valve embolized into the left ventricle. The patient¿s systolic pressure dropped to 30mmhg so the second sapien was deployed with no rapid ventricular pacing or held respirations. Via tee, the second valve appeared well positioned and exhibited good functionality. CPR was initiated for low blood pressure and the team set up for bypass via the rfa and lfv. At some point during this set-up, one of the bypass cannulas perforated the rfa. After bypass was established, the patient was converted to full open sternotomy and the embolized sapien valve was removed. The second sapien (which was well seated) was also explanted and a 25mm pericardial tissue heart valve was implanted. The patient's hematocrit dropped from 31 to 16, even after 4 units of blood. The rfa cannula was converted to direct aortic cannulation for bypass and the rfa perforation was controlled by external manual compression. Angiography through the lfa revealed the reia was also dissected. A 7mm viabahn stent was placed in the reia and the rcfa. After careful review of the deployment angiogram it was noted that there was a large bulky calcium burden just under the rca and as the valve was deployed it was above the calcium (more towards the aorta), as the valve became fully deployed it appeared to slip under the calcium moving ventricular. The native valve/leaflet calcification was described as severe; there was mild aortic root calcification; mitral annular calcification was moderate. Coaxial alignment of the delivery system and the valve was described as fair; the image intensifier angle was good; pacing capture was lost during valve deployment; ventilation was held during valve deployment. This patient¿s ejection fraction was 55 percent. Per additional information received during investigation: it was the surgeon¿s opinion that since he had done a full sternotomy the patient would benefit from a surgical valve. The patient was unable to be weaned off bypass and expired the same day. The patient went into flash pulmonary edema when the first sapien valve was deployed and there was significant aortic insufficiency. There was also a dramatic increase in mitral regurgitation.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition and ventricular embolization requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors appear to have contribute to the device malposition and subsequent ventricular embolization [less than optimal coaxial alignment of the delivery system and the valve, loss of pacing capture during valve deployment, interaction between the 2nd delivery system and the first valve during valve deployment]. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.